Event description:
The customer opened a new carton of contour test strips and found the cap opened on the bottle of strips. No adverse events were alleged. The test strips were returned for evaluation, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer strips were tested by qa: they read high out of spec. By an average of 32mg/dl. The high results were most likely due to the strips being exposed to a moist environment due to the open cap of the bottle in the sealed box. The retention lot# gave satisfactory performance.